Event description:
A report was received that the patient was having pain at her ipg pocket site. The patient chose to have the ipg explanted. The physician found that the pocket infected after the explant. The patient was put on antibiotics. The patient was reportedly doing well after the procedure.